Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This ICD pocket was revised; the patient had substantial weight loss of approximately 80lbs. This weight loss contributed to significant protruding and discomfort of the device. The pocket was opened and the device was placed in a sub-pectoral position. The device remains implanted.